Event description:
The customer reported a loss of audible alarms. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a loss of audible alarms. No patient harm was reported. The available information provided states that the nurses were receiving visual alarms but not audible. The customer reviewed the pc configuration as well as alarm distribution and determined it was a differently named pc compared to the customer's impression. After correcting the configuration for this pc, the alarms worked as expected. We will consider this as a user configuration error and not as a malfunction of the obtv device. Device labeling (installation and service manual) adequately describes configuring obtv. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.